Event description:
(B)(4). Reason for the original complaint ¿ litigation alleged the patient suffered blisters and elevated metal ions in his blood as a result of the implanted asr hip. Update (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information, date of implant and date of revision for the left side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update: (B)(4) 2015: ppd and medical records received on (B)(4) 2013 with alert date of (B)(4) 2013. These records were reviewed for MDR reportability on (B)(4) 2015. After review of the medical record for MDR reportability, the stem is being added for the alleged high metal ions. No labs were provide for the alleged high metal ions. This complaint was updated on (B)(4) 2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.